Event description:
A physician reported a hakim valve (ID 823110) was implanted in 2016 due to snph (secondary normal pressure hydrocephalus) via a ventriculoperitoneal (v-p) shunt set at 50 mmh2o. On (B)(6) 2025, the patient experienced a headache and visited the hospital. An x-ray confirmed that the peritoneal catheter had ruptured around the neck. Therefore, the device was removed and replaced on (B)(6) 2025. The doctor assumed that the catheter had been under tensile force, which caused the rupture. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823110) was returned for evaluation. Device history record (DHR) - the product code 82-3110 with lot cvfbw0, conformed to the specifications when released to stock. Failure and root cause analysis - the catheter was visually inspected; the end of the catheter has a regular cut. This issue is due to a sharp or pointed object coming into contact with the catheter. As noted in the surgical procedure precautions section in instruction for use (IFU): silicone has a low cut/tear resistance.

Event description:
N/a.